Event description:
Patient was being treated for rosacea on the face. When I attempted to treat an area with fine vasculature with increased power settings, the filter was not pulled away far enough and the skin absorbed the light more intensely than intended. Some erythema ensued as well as darkening of the skin. Ice applied immediately as well as cream. Patient was comfortable and not in any pain.